Event description:
Initial reporter indicated that a vns patient had died in his sleep due to sudep. An autopsy was not performed, per the family's wished. It is not believed that the vns caused or contributed to the patient's death. The device was not returned to manufacturer.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died of benign neoplasm of meninges, unspecified; epilepsy, unspecified; and other specified disorders of the brain. A probable cause of sudep was also specified. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Received date was inadvertently not provided in follow-up report #01. The received date for follow-up report #01 was 03/01/2016.